Event description:
"Radiopaque cap", the distal tip of the retriever came off when removing the device as it was brought through a carotid stent. The distal tip was not retrieved and as of (B)(6) 2012, pt is doing well.

Manufacturer narrative:
The mfg records for trevo pro 4. Lot number 35800, were reviewed and no anomalies were found that are related to this complaint. Visual inspection of the returned device noted the distal radiopaque tip and distal coils were missing from the distal antenna. There was slight buckling approx 4 mm from the distal tip. Examination of the distal antenna under magnification revealed the anchor was missing, which reveals the fracture occurred proximal to the distal anchor. Scanning electron microscopy revealed a ductile failure at the fracture point. There is necking visible and a non-smooth surface representing the ductile fracture. This confirms the fracture occurred under tensile load. No other anomalies were noted. Based on the investigation findings, it is most probable that the reported event was due to operational context.